Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had device door has a crack and hole in it. The pin that holds the lever in place was dislodged and cracked the front case and put a hole in it. I pulled it apart to examine, and put back together to allow the door to close to ship it easier. There was no patient involvement.